Event description:
The patient was reportedly implanted with a biodesign tension-free urethral sling and an ams in-fast ultra device (which was used to secure the sling to the patient's pubic bone), on (B)(6) 2011, by dr. (B)(6) at (B)(4), to treat the patient's stress urinary incontinence. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain and injury. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current patient status.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant; product expire date unknown as lot number not provided by the complainant. Product manufacture date unknown as lot number not provided by the complainant. Method and results: product not returned to cbi. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign surgisis tension-free urethral sling's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.